Event description:
A malfunction alarm was reported with the pump during its operation, specifically alarm 20. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer used an insulin pen as a backup, and the company arranged for the replacement of the pump since it was under warranty.